Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018: product type lead. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2021-jun-08, information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient called the rep on (B)(6) 2021 stating that he was unable to feel stimulation even after increasing the amplitude much higher than normal. The patient states that this has been going on for a month. The rep met with the patient today ( (B)(6) 2021). Upon interrogation, the impedances show that all electrodes on both leads are out of range except 0 and 5. The patient states this started approximately 1 month ago and he denies any falls, accidents, trauma etc. And denies any event that sticks out in his mind when the loss of stimulation started. The patient was programmed with a + on electrode 0 and minus on electrode 5. The patient felt adequate stimulation in bilateral hips. The patient will use the following programming moving forward and think about making an appointment with managing physician to discuss possible lead revision. The patient is not sure about undergoing lead revision and will think about it and evaluate new programming. The issue was reported to be resolved. On 2024-03-13, additional information was received from the manufacturer representative (rep) clarifying that the out of range impedances were high impedances. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.